Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that inappropriate tachycardia episodes occurred due to post-sensed t-wave oversensing. No programming changes were made. No patient consequences reported.